Event description:
Customer called stating that the meter was not giving accurate results. The customer was comparing readings from the meter to a competitive meter. During the troubleshooting process it was determined that the customer was using off-brand strips. Sending customer some test strips to use for the meter and informed customer of what strips to use with this meter. Customer was invited to call 24/7 with future questions or concerns.